Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the superficial femoral artery. A 6x200x130mm innova¿ stent was advanced to treat the lesion. However, the stent only partially deployed at the lesion. The physician used the thumb-wheel then tried to extend the pull-grip past the white arrow however the stent would not fully deploy. Eventually, the physician was able to successfully stretched the stent and released it from the catheter. An additional stent was deployed to complete the procedure. No further patient complications were reported and the patient's status was fine. The patient was seen back a month later doing well.